Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The customer stated that he was driving and had to pull over because he was passing out. Customer's blood glucose levels at the time of hospitalization 38mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. The customer also reported that he had not noticed that the battery in his insulin pump went dead. Customer's blood glucose level at the time 560mg/dl. Customer stated that he accidentally overdosed on insulin while delivering a manual injection. He stated this is what caused his low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.